Manufacturer narrative:
Hermetic lumbar catheter (ins5010) was not returned for evaluation after three good faith attempts (gfes) were made; therefore, an evaluation of the device could not be performed. Lot number information has not been provided, thus device history record (DHR) could not be reviewed. As per additional information provided, the client reported that no defect was observed prior to clinical use and that during use, the device did not disconnect or break. Therefore, based on our evaluation, the most probable root cause for ¿wing-like suture collar¿ and the ¿csf leak¿ are procedure related. Also from the evaluation above, the two (2) events (wing-like suture collar and csf leak) appear to be unrelated to each other since the leak began after the patient had gone home (after catheter was removed). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This is 1 of 4 reports linked to mfg report numbers: 2648988-2021-00020, 9612007-2021-00038, 9612007-2021-00039. A facility reported that hermetic lumbar catheter (ins5010) was inserted for a lumbar drain procedure. One suture collar was used to open in "wing like" presentation with sutures on each side of catheter. Patient later developed cerebrospinal fluid (csf) leak requiring blood patch. No surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.